Event description:
It was reported that the customer was hospitalized for pain on her right toe and high blood glucose. The blood glucose reading was over 400mg/dl. Troubleshooting was performed, and the date/time were correct. The alarm history revealed a no delivery alarm with low reservoir, and battery related alarms. The basals and boluses deliveries were equal to the daily total. The customer stated that her blood glucose was running in the 400mg/dl and increased overnight. The customer stated that she strongly believes it's related to the infection on her toe. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.